Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: colecistectomia laparoscopica. Translation: laparoscopic cholecystectomy. When they use it for cystic conduct and artery some leap down and others remain open at proximal part so fell down the vase. In the same instrument some clips form well so they finish the surgery. Doctor is a daily user and he said that he squeezes till the end, but still has problems. Last 9 cases, has problems with 3 (this is #2) linked to MDR 2027111-2018-00126 + MDR 2027111-2018-00128. Additional info received from sales representative by email on (B)(6) 2018: with "fell down the vase", it was meant that the clips fell off the cystic duct and artery. The sales representative does not know how many clips slipped or remained open. The surgeon told the sales representative that he squeezed plastic to plastic. He has been using the ca500 since (B)(6) 2017 and did not have any problems until now. The sales representative was not present during these cases, but when she was with him last year, there were no problems. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event of incomplete clip closure was caused by the clip application technique. The instructions for use (IFU) instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.